Event description:
A physician deployed a graftmaster to treat a perforation in 2006. Four and one-half (4.5) mos later, a restenosis inside the stent graft was confirmed by angiography. Percutaneous transluminal coronary angioplasty was performed and the pt has recovered.

Manufacturer narrative:
The device was not returned, however, the lot number was provided. Review of the device history record for this lot number did not produce any findings relevant to this report.